Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was unable to reproduce the reported issue. The stm performed the iabp diagnostic tests and all tests passed. The stm noted that the iabp unit was received with the batteries completely dead, and advised the customer to fully charge the iabp unit and perform the battery runtime test. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not responding, had a loss of function, and the display was not responding. The iabp unit was swapped out with another iabp unit. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.